Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer was freezing and running slow. The programmer passed incoming functional testing. It was indicated that the keyboard hinges were broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing and running slow. The programmer was returned for service. No patient complications have been reported as a result of this event.